Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition that the xmax motor does not secure the cutter was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device could not secure the cutter. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided.